Manufacturer narrative:
Additional information: b5, d9, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, after loading the clips, the jaw cannot be closed while it is still outside the cavity. The surgical team tried a few times to fire and it seemed like the jaw could not be closed up and the clip just fell out from the jaw. No component of the device disengaged into the cavity of the patient. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the instrument was received engaged in the end of firing safety interlock with no clips remaining. The handle was not in the correct position. No other visual abnormalities were observed. It was reported that the clips did not load properly and the jaws did not close. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if an attempt was made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature was designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt was made to forcibly fire the instrument while engaged in interlock, the lugs were designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to squeeze the handle, be sure to first load a clip into the instrument jaws. If the jaw is empty, the instrument will not close. Always check to see if a clip is seated in the jaws prior to firing. When squeezing the handle, remove the finger from the trigger. Do not simultaneously pull the trigger and squeeze the handle as this may result in the firing of an unformed clip or jamming of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, after loading the clips, the jaw cannot be closed. The surgical team tried a few times outside of the patient and seemed like the jaw cannot be closed up and the clip just fell out from the jaw. No component of the device disengaged into the cavity of the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.